Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed critical insulin pump error alarm. Customer's blood glucose was 6.1 mmol/l. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with critical pump error alarm and multiple motor communication error alarms found in the long trace file due to corroded/rusted force sensor. Corrosion was also found on the motor and electronic assembly during visual inspection. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.